Manufacturer narrative:
Additional manufacturer narrative: heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. The reason for post-operative av block after avr with intuity valve is related to injury to the cardiac conduction system due to inappropriate suture placement causing injury to conduction system, edema, and inflammation of adjacent tissue surrounding conduction tissue. Expansion of the subannular stent within the lvot could possibly exert compression on the conduction system. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedure. Atrioventricular conduction disturbances after tavr and avr are associated with many patient-related and procedural-related factors. The mechanisms of the development of heart block after tavr and surgical avr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop post operative heart block, potentially requiring a permanent pacemaker. As a result, in depth investigation of these events is not warranted. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, a definitive root cause is unable to be determined, however, patient or procedural factors likely caused or contributed.

Event description:
Through review of medical article "comparable outcomes of bicuspid aortic valves for rapid- deployment aortic valve replacement", the following events were identified as pertaining to edwards devices: 3 patients with an edwards intuity valve implanted in the aortic position required permanent pacemaker implantation within the first 30 days after surgery. Continuous electrocardiography monitoring was applied to all patients until discharge.

Manufacturer narrative:
H10: additional narrative: the subject devices are not available for evaluation as they remained implanted in the patients. The date of the event is unknown; however, according to the article, the study period was from june 2016 to june 2022. Thus, the first day of the reported study period (1 june 2016) was used as the date of event. Article citation: im s, kim kh, sohn sh, kang y, kim js, choi jw. Comparable outcomes of bicuspid aortic valves for rapid-deployment aortic valve replacement. J chest surg. 2023 nov 5;56(6):435-444. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.